Event description:
A review of the article reported the following adverse event. A review of a literature article concerning same-day discharge for robotic-assisted pediatric urologic surgeries in rural settings. Surgeries were reviewed between the time period of november 2019 and august 2024 using da vinci xi surgical robotic system, and a 5 month old male was admitted overnight per study protocol. Six days after surgery, the patient presented to the emergency room with fever. The work-up for urinary tract infection was negative according to the article. No further interventions or outcomes were described. Per the author, no da vinci instrument malfunction was reported in the study cohort and the complications reported were unrelated to da vinci instruments. All the complications reported were treated medically and the patient recovered well. In conclusion, per the authors, same-day discharge (sdd) is safe and feasible for most pediatric urologic robotic procedures with an acceptable emergency room return and low hospital readmission rates. Additional resources or significant changes of the surgical techniques or follow-up protocols are not required before adopting sdd.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation: abdelhalim, a., dahman, a., luketich, s., elbakry, a., & al-omar, o. (2025). Same-day discharge for robotic-assisted pediatric urologic surgeries in rural settings: are we ready to take the leap? Journal of pediatric urology, 21(6), 1836¿1843. Https://doi.org/10.1016/j.jpurol.2025.06.004.